Event description:
It was reported that the patient had intermittent vomiting and abdominal pain prior to the device "change out." It was noted that the patient's symptoms did not improve after the device "change out," and had lost 25 pounds in the past two months. The patient was reportedly admitted to the hospital. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID, 435135 lot# serial# (B)(4), implanted: 2004 (B)(6), product type lead product ID, 435135 lot# serial# (B)(4), implanted: 2004 (B)(6), product type lead. (B)(4).